Manufacturer narrative:
It was determined there was an accidental radiation occurrence due to navigational inaccuracy. No defect in an electronic product or failure to comply was discovered. The investigation is inconclusive. Unable to determine the root cause based on the documented information. Number of people exposed: 1 - patient total number of people in or unknown estimated absorbed or effective dose information is not available. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: mrn (B)(4). The navigation system being used with the imaging system was examined. It passed a system checkout and was determined to be fully operational. The imaging system was not examined because the site did not want the imaging system checkout. Both systems are operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the site claimed after taking an image they felt inaccurate. They were 2mm towards the patients head. The site took another spin and were accurate. There was a reported delay of 10 minutes and no reported impact to patient outcome.